Manufacturer narrative:
The pump was received with no button response due to flattened act button dome switch. There was no unlocked lcd keypad connector noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump squirting out during priming. The customer states the squirting continued, despite releasing the act button. The device was reported to be replaced and returned for analysis.